Event description:
It was reported this patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) as a result of oversensing myopotential signals on the right ventricular (rv) channel. Additionally, review of the past year, the rv lead impedance measurements have been trending downward. Technical services (ts) recommended bringing the patient into the clinic and performing troubleshooting measures. Subsequently, the patient was brought into the clinic for further testing where isometrics and pocket manipulation were performed and reproduced the noise. The patient is not dependent. Additionally, upon most recent, review of stored electrograms (egm), it revealed that most recent stored atrial tachy response (atr) show non-physiologic signal, resembling minute ventilation (mv) oversensing. Device feature respiratory rate trend (rrt) is currently programmed on, but device therapies is only programmed to monitor only. At this time, the device system remains in service. No adverse patient effects were reported. Additional information was received that this patient is scheduled for a rv lead revision procedure. Additionally, the right atrial (ra) lead is exhibiting high out of range pacing impedance measurements as a result of respiratory rate trend (rrt) oversensing, triggering the storage of a signal artifact monitoring (sam) episode. No adverse patient effects were reported. Additional information was received that this ICD, rv and ra lead have been explanted and replaced. No additional adverse patient effects were reported.